Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient came back to the hospital three days after undergoing a pacemaker system implant procedure due to chest pain symptoms. The patient was readmitted to the hospital. The patient was scanned and nothing abnormal was observed. According to the physician, the lead positions remained unchanged based on a follow-up chest x-ray. An echocardiogram was performed the morning following hospital readmission and showed a pericardial effusion. A cardiac perforation caused by this right atrial (ra) lead was suspected. The ra lead was indicated to have exhibited a decrease in amplitude and an increase in the threshold with pace impedance within normal specification limits. The right ventricular lead measurements were noted to have not changed. Neither lead was repositioned or replaced. The patient underwent a pericardial window surgical procedure. It was noted that during recovery in the hospital, the patient aspirated. It was also indicated that the patient had gone into atrial fibrillation. The patient subsequently passed away nine days after hospital readmission. None of the implantable products were explanted.